Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer withdrew insulin from their cartridge and the insulin had a gel- like texture. Reportedly, the insulin vials were properly stored and the insulin was clear and fluid like in the vials. There was no reported adverse impact to the customer's blood glucose level. During a follow-up, the clinical diabetes specialist stated that this issue was believed to have been caused by the cartridge as the customer continued to use the same insulin vial with a new cartridge.